Event description:
The customer states that during a comparison study, not initiated or sponsored by biosence webster, the patient developed la-esophageal fistula which resulted in death.

Manufacturer narrative:
This event was not reported to biosence webster and was discovered after reading literature on "comparison of cool tip versus 8-mm tip catheter in achieving electrical isolation of pulmonary veins for long-term control of atrial fibrillation." After contacting the investigator, no additional information could be obtained regarding the product catalog number, lot number or the description.